Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electronic control unit (ecu) of the small battery device was damaged and the device would not run. It was noted that the device was not functioning, and the ecu was faulty. It was further determined that the device failed pretest for check the cannulation, check for sticky speed trigger, check the oscillation/forward/reverse mode function. It was noted in the service order that the device ¿spoilt¿ and was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.